Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon reassessment of the reported event, it was determined to not be reportable. The author of the article stated that the patient outcomes were within the expected results.

Manufacturer narrative:
(B)(4). Information was received via literature published august 2013. Please reference attached literature. Henricson, a., rösmark, d., & nilsson, k. G. (2013). Trabecular metal tibia still stable at 5 years: an rsa study of 36 patients aged less than 60 years. Acta orthopaedica, 84(4), 398¿405. Http://doi.org/10.3109/17453674.2013.799418. (B)(6). The investigation is in progress. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It is reported in a journal article that an unknown number of patients experienced migration of the implant which stabilized later.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Complaint history was unable to be performed, as the part number and lot number are unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.